Manufacturer narrative:
Correction: acknowledgement 2 for this report was received on august 16, 2024. However, there was a delay in receiving acknowledgement 3. We finally received a failed acknowledgement 3 on (B)(6) 2024, which was attributed to the electronic processing of the emdr by FDA. The failure was due to the exceeded character limit in section e1 for establishment name. The report was resubmitted on august 30, 2024. Additional information: additional information was received from the local team on august 16, 2024. After further review, it was determined that the labeling on the product meets the requirements of chinese regulations. The issue was not related to incorrect labeling or missing information. The english information of the iol was correctly displayed on the primary package. However, there was confusion regarding the information on the chinese label that was attached to the secondary package. To address this, we have provided clarification to the hospital. Therefore, there was no issue with the labeling, and as a result, the event is no longer considered a reportable malfunction.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable, as lens was not implanted. Section d6b: explant date: not applicable, as lens was not implanted. Therefore, lens was not explanted. Section e1: email address: unknown/not provided. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record evaluation: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. The manufacturing records review for this production order (po) shows that the units were released within specification. No nc/ER was found as part of this manufacturing records review. For complaint history review, a search of complaints related to this production order (po) was performed in the system. The search revealed that no other complaints were received for this po. No nonconformity report, documentation or labeling changes, and escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the acceptance inspection of medical device, it was found that the label has no specific content in the production date, batch number and expiration date on the chinese label. No further information available